Manufacturer narrative:
The pump passed functional tests including displacement test, rewind test, basic occlusion test, occlusion test, prime test, and excessive no delivery test. The pump was received with normal operating currents ad no unexpected off no power alarm or low battery alarm noted. The pump had cracked case at the display window corner and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump was damaged on the top left corner of the window on plastic of pump. The customer's blood glucose level was 226mg/dl. The customer's levels had been as high as 500mg/dl. The customer treated with manual injection. The customer declined to troubleshoot for the highs. The customer was advised the pump would be replaced and returned for analysis.